Event description:
The pt underwent a diagnostic procedure in 2000. The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The pt complained of pain the next day, received vicodin for pain and was discharged. 8 days later in 2001, the pt went to a vascular surgeon to investigate the cause of intermittent claudication. An angiogram was performed and revealed a total occlusion of the right common femoral artery. The vessel was surgically repaired and the pt recovered without further incident.